Event description:
It was reported that the patient experienced a loss of therapeutic effect. One day she was no longer able to feel a stimulation sensation from her knees up, and experienced nerve pain in her legs. The patient went to the ER twice because of the nerve pain in her legs. It was noted that the patient had a scan on (B)(6) 2012 that showed she had loose stimulation leads. The patient stated she had already tried all the programs / settings and she couldn't get the stimulation sensation from her knees up. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that revision surgery was performed due to migration of the lead component of the implantable neurostimulator (ins). Follow up information received reported that all initial indications show the patient was doing "very, very good".

Manufacturer narrative:
(B)(4). Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; programmer model 37744, serial # (B)(4); recharger model 37754, serial # (B)(4).

Manufacturer narrative:
Patient product ID 3550-39, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory - anchor.